Event description:
During an in clinic follow up, noise resulting in oversensing causing pacing inhibition was observed on the right ventricular (rv) lead. X- ray imaging and provocative maneuvers were performed; no anomalies were noted and the noise was not reproduced. During the revision procedure insulation damage was visually confirmed. The rv lead was capped and replaced to resolve this event. The patient was stable.